Manufacturer narrative:
This report is submitted on aug 20, 2021.

Event description:
Per the clinic, the patient experienced pain around the receiver / stimulator area and subsequently, treated with oral antibiotics for 10 days (specific date is not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on january 05, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 08, 2022.